Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via consumption of carbohydrates. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.